Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg61yxv12. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient(s) receiving gabalon intrathecal of an unknown drug concentration at an unknown dose rate for spinocerebellar degeneration (congenital spastic paraplegia). It was reported that the pump alarm sounded, so the patient visited the hospital on (B)(6) 2023. Upon checking the log, the pump stopped yesterday (B)(6) 2023 at 8:35, and subsequently automatically recovered at 10:20. Prior to that, there was also a record of stoppage and automatic recovery on november 20. The date (B)(6) 2023 is considered an approximate date of event (specific month and year known only). According to the patient, the patient was undergoing electrical treatment (lumbar region). It was further reported that they did not know what kind of treatment, but they wanted to investigate whether it may affect the pump due to electrical trea tment, etc. It was being considered that if it is magnetic treatment similar to magnetic resonance imaging (MRI), then to refrain from using it because it may affect the pump. Regarding the alarm due to pump cessation and automatic recovery, the event was related to the pump but unrelated to the drug, catheter, programming, and procedure. The outcome of the event was recovered as of (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Regarding the previous report of motor stall recovery on (B)(6) 2024, the date of the stall was (B)(6) 2023. The subsequent stall occurred on (B)(6) 2023. Regarding if the patient was undergoing electrical treatment of the lumbar region at the time of both motor stalls, if the specific type of electrical treatment was since determined, and if the cause of the motor stalls was since determined, it was further noted that there was no further information.